Event description:
Customer reported a collimator iris pot and temperature sensor error indication associated with their 9600+ system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. Investigation included system boot up several times with no problem noted. It also included c-arm movement into various positions to try and replicate the reported problems. System appears to be working as intended. Could not duplicate the problem.